Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: the device reached normal battery depletion.

Event description:
It was reported telemetry could not be established. There was no magnet response, and no pacing was seen. The device was explanted. No patient complications have been reported as a result of this event.